Event description:
It was reported by service report that the head right siderail panels and the footboard-to-litter connector were damaged. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged siderail panels with sharp edges.